Event description:
It was reported that the right atrial lead exhibited many noise reversions. When the pocket was opened, damaged insulation was noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was twisted and damaged at 19.8 cm - 20.6 cm from the connector pin. The lead damage was possibly caused by pressure from the device can. This could account for the reported noise.